Event description:
It was reported that there was an increase in right ventricular lead impedance which triggered a lead warning alarm. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient¿s son that the patient¿s device is going off and making noisy music. The patient then went to the emergency department where it was found that there was a lead integrity alert warning on the right ventricular (rv) lead for high rate non-sustained episodes and an increase in sensing integrity counter. Artifact was observed on the stored egm (electrogram) and the rv lead threshold has increased on lead trending. The pacing/sensing portion of the lead was reprogrammed to tip to coil. The lead remains in use. No patient complications have been reported as a result of this event.